Event description:
It was reported that a pericardial effusion, hypotension, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal anterior curve access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The 20mm watchman flx laa closure device was successfully implanted. One hour post index procedure, the patient's blood pressure dropped. Computed tomography (CT) showed that the patient had a small to moderate sized pericardial effusion, which developed into cardiac tamponade. Pericardiocentesis was performed, which resolved the effusion. The patient was doing well post procedure and was discharged home on (B)(6) 2021.